Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact on the customer¿s blood glucose level. The customer changed the infusion set and cartridge, resumed insulin delivery, and additional assistance was deemed unnecessary by technical support, leading to the closure of the case.